Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with its pusher assembly. The pc400 was advanced out of its introducer sheath with minimal resistance. Then the pc400 was advanced through a demonstration microcatheter and out of the distal tip with minimal resistance. Conclusions: evaluation of the returned pc400 revealed that the device was functional. During functional testing, the pc400 was advanced out of its introducer sheath with minimal resistance. Then the pc400 was advanced through a demonstration microcatheter and out of the distal tip with minimal resistance. The lantern identified in the complaint was not returned to penumbra for evaluation. Therefore, the root cause of the reported resistance and advancement issues could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400s (pc400s). During the procedure, the physician successfully placed four pc400s using a lantern delivery microcatheter (lantern). The physician then felt resistance and was unable to advance another pc400 more than 10 cm into the lantern. The pc400 was therefore removed, and the procedure was completed using another pc400 and the same lantern. There was no report of an adverse effect to the patient.